Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarms noted during testing. The device had minor scratches on the display window, cracked case at the display window corner, cracked batter tube threads, cracked reservoir tube lip, and cracked lcd window. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
Customer's grandmother reported via phone call, the device kept beeping, she though it was the battery but notice it kept saying button error. Customer's grandmother picked the customer up from summer camp when the alarm was occurring. She changed the battery and the device continued to alarm buttons error. She didn't know the customer's blood glucose at time the alarm occurred. She didn't recall any significant event which may have caused the device to alarm. She was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for further analysis.